Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that (B)(6) 2019 the clip in the applier was found stuck and could not be closed.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73h1800233 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. Another attempt was made and this time, the clip was unable to load properly as the feeder was to the side of the pusher head (distal end of feeder). The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. It appeared that the second feeder tab from the distal end of the feeder was not formed correctly as it was almost horizontal as opposed to being bent downwards. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. It's possible that the malformed feeder tab caused or contributed to the clips becoming out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the first clip fired properly. However, the next clip was unable to load properly as the feeder was to the side of the pusher head (distal end of feeder). The sample was disassembled , and it was found that the clips were out of position and stacking on one another. It appeared that the second feeder tab from the distal end of the feeder was not formed correctly as it was almost horizontal as opposed to being bent downwards. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73h1800233 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2019 the clip in the applier was found stuck and could not be closed.